Event description:
The monitor was turned on and tested; upon connection to catheter, there was a catheter fault error. A second catheter was tried with the same fault error. At that time a secondary monitor was brought forward and hooked up to the catheter without any fault. There was no patient injury. There was only a few minutes delay in surgery.

Manufacturer narrative:
Investigation completed 08/28/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 may. A review of cam02 monitor complaints was completed in using the following key words catheter fault error in the search criteria. The review encompassed dates 17-aug-16 to 17-aug-17. This evaluation verified this is a single complaint occurrence for the device under evaluation. Rate of occurrence: during the time period (B)(6) to (B)(6), the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4). The evaluation verified the complaint as valid; the cause of the complaint issue was identified as a defective sensor board. (B)(4) was confirmed as the error message which occurred at the reporting facility.